Manufacturer narrative:
This emdr represents supplemental report # psr-0632 for previously submitted MDR number 2210968-2017-70666, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and tvt-exact was implanted concurrently with tvh with modified mccall¿s culdoplasty and anterior repair with kelly plication. It was reported that following insertion the patient experienced recurrence of incontinence and urinary frequency. It was reported that following insertion the patient experienced abdominal/pelvic pain, infections, and painful intercourse. It was reported that patient underwent mesh removal on (B)(6) 2016. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.